Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported premature battery anomaly was verified in the laboratory. A longevity calculation was performed and the device was found to be below the expected limits. No high current measurements were found during bench testing, automated electrical system, and temperature cycling. The original battery was returned to the vendor for further analysis. No anomalies were found that would cause the battery depletion. The cause for the premature battery depletion could not be conclusively determined.

Event description:
It was reported that the device was explanted due to premature battery depletion. No capture was observed and dft anomalies were noted.